Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with noise on the right ventricular lead. It was believed that the noise was caused by a fracture. The lead was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
External insulation abrasion was noted at 11.9 cm to 12.5 cm from the connector pin consistent with lead friction to the ICD can. The reported event of noise was caused by the insulation abrasion.